Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus middle east and africa (omea), (received at omea on 2022-06-21). During the inspection, omea confirmed the occurrence of error e433 and found cracks on the generator¿s front panel. Error message e433 was traced back to a defective hvps board and can thus be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The reported damage to the generator¿s front panel was most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure at an unknown time/date the esg- 400 electrosurgical generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.